Manufacturer narrative:
D10 concomitant product: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3c0698y. Sigtrs45amt - tri 2.0 sigtrs45amt 45 med thk 12mm, lot# unknown . H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted four reinforced amt reloads with loose reinforcement material attached, the reload adapter was not visible for any of the reloads and blood could be seen on all reloads. The device could be seen printed on the cover tube of two reloads. The left and right most reload had loose reinforcement material on the cartridge and anvil side. No staple pushers could be seen. The loose reinforcement material appeared attached to the proximal sutures. Distal anvil suture appeared intact however, the distal cartridge suture appeared missing. Both middle reloads has loose reinforcement material. Staple pushers were up proximally and staples could be seen protruding from the cartridge. All distal sutures appeared still anchored to the reload and the reinforcement material appeared torn. It was reported that the device did not fire and the staples released prematurely from the device. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats (video-assisted thoracoscopic surgery) lobectomy resection procedure, while stapling the lobe, the device fired. However, the reinforcement sheet did not release. It was also noted that there was no anchoring suture at the distal tip. The second and third reloads did not fire and prefired staples were visually observed. It was also observed that the reinforcement sheets of the second and third reloads were not attached on the proximal end. A fourth reload was used, but there was no anchoring suture at the distal tip of the reload. New reloads were opened and used with the same handle to resolve the issue. The procedure was then converted into an open procedure unrelated to the device issue. There was no patient injury.